Manufacturer narrative:
The alarm trace showed multiple "abnormal low signal" alarms on the day the questionable results were received. The field service engineer (fse) inspected the analyzer and found the main pump to be functioning inadequately. He then replaced the main pump (water into the analyzer). This corrected the issues with the analyzer. The investigation determined that the issue was caused by the main pump (component failure). After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs assay ver. 2.1 results for four patient samples tested on the cobas e 801 module. It is unknown if the initial results were reported outside of the laboratory. The initial results from the module were found to be incorrect. The patient samples were then rerun on another e 801 module. Patient 1: on (B)(6) 2022 at 11:27 pm, the initial result from the module was 42.4 pg/ml. On (B)(6) 2022 at 11:26 am, the repeat result from the other module was 3.69 pg/ml. Patient 2: on (B)(6) 2022 at 11:27 pm, the initial result from the module was 111 pg/ml. On (B)(6) 2022 at 9:58 am, the repeat result from the other module was 3.00 pg/ml with a data flag. Patient 3: on (B)(6) 2022 at 11:53 pm, the initial result from the module was 67.6 pg/ml. On (B)(6) 2022 at 5:47 am, the repeat result from the other module was 3.00 pg/ml with a data flag. Patient 4: on (B)(6) 2022 at 11:27 pm, the initial result from the module was only a data flag. The first repeat result from the module at 11:27 pm was 158 pg/ml. On (B)(6) 2022 at 2:57 am, the second repeat result from the other module was 83.2 pg/ml. The third repeat result from the other module at 11:26 am was 76.6 pg/ml. The reagent lot number is 56640901 with an expiration date of 31-dec-2022.